Event description:
The customer alleged the loss-of-power alarm failed to activate during a routine pre-patient checkout. The failure was traced to a failed component on the motherboard pcb. No pt was involved in this incident. This report is not an admission by nellcor puritan bennett to the event alleged in this report.